Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic aortic valve within a bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20x4 non-medtronic balloon (zmed). The balloon was reported to be too constrained. Another pre-implant bav using a 22x4 non-medtronic balloon (zmed) was performed. The transcatheter valve was then deployed at a depth of 2 on non-coronary cusp (ncc) and 3 on the left coronary cusp (lcc). Moderate paravalvular leak (pvl) was noted and a post-implant bav was done with a 24x4 non-medtronic balloon (z-med). Subsequently, the balloon dislodged the valve towards the aorta. Per the physician the bicuspid valve contributed to the dislodgement. A new system successfully implanted an additional valve. Following the implant of the new valve, mild to moderate pvl was identified. The following day, an echocardiogram identified the pvl was mild. No additional adverse patient effects were reported.